Event description:
It was reported that during a benign prostatic hyperplasia procedure, the fiber was forward firing. The case was successfully completed with a second fiber. No patient clinical consequences were reported due to this event.

Manufacturer narrative:
Additional information: gland volume: 100ml, joules used: 338,735 j, time expended: 40:10 minutes, fiber tip/cap cleaned during the procedure: yes, total time expended: 1:06:25, total joules used: 557,358 j. Analysis of the returned device revealed that the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate char on surface. The outer flow tubing open end exhibits minor scratch marks. Based on the device analysis, the probable cause of the failure is: operational context. The probable cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on device analysis, the potential for forward firing may exist.an evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.